Event description:
It was reported that the gastrointestinal videoscope exhibited no image and a frozen image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction**: due to corrosion on the plug unit, an image with noisy interference occurs. Based on the results of the investigation a definitive root cause beyond component failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.